Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that the patient was having serious problems with it and she thinks it may be related to her having parkinson¿s. Either the device intensifying her parkinson¿s or her parkinson¿s was negating the device, but something is not right. This had started occurring about a month prior to the report, confirmed as (B)(6) of 2017. The patient was redirected to her health care provider. No further complications were reported.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the intensifying parkinson's symptoms were clarified to mean that the tremors became thrashing so bad that the patient pulled a groin muscle and back muscles. It was noted that the problem was the opposite of the implantable neurostimulator having serious problems and intensifying the parkinson's, and the parkinson's tremors (actual thrashing) pulled his back muscles and that is what was hurting so much. The steps taken to resolve the serious problems with the implantable neurostimulator was for the patient to meet with his pain specialist and have a manufacturer representative try to check for movement of the leads. The intensifying parkinson's symptoms had resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.